Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-oct-2019 with the following findings: during investigation, all of the keypad buttons responded appropriately to button presses. The complaint of a keypad button response issue was not duplicated during investigation. The keypad was removed and evidence of contamination and moisture ingress was found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.